Event description:
Info received indicates, the hi/low drive drifts down slowly.

Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 534 mg/dl, 469 mg/dl, 79 mg/dl, 377 mg/dl, and 428 mg/dl. No actions taken based on device results. No adverse event reported. Customer states that the strips were spilled on the floor and he left them out until the next morning. He states that he covered them with a piece of paper until he cleaned them up the following day. Requested return of suspect device and replacement was sent.